Manufacturer narrative:
Review of the device log files identified that the device was placed in service on 6/6/2018 and on (B)(6) 2020 the device identified that the pads were expired and attempted to alert the user by flashing its red asi and chirping. The AED kept flashing its red asi and chirping with no evidence of any human interaction to address the AED's condition until (B)(6) 2021 when the AED battery s/n (B)(6) became fully depleted. The AED's battery was replaced on (B)(6) 2021 with battery s/n (B)(6) but the pads were not replaced. The AED continued to flash its red asi and chirp again with no evidence of any human interaction to address the AED's condition until 10/19/2022 when the AED battery s/n (B)(6) became fully depleted. It is assumed that the reported event occurred after this date. The root cause of the event was attributed to the customer's failure to maintain the AED which resulted in reduced battery life.

Event description:
We were informed of a customer's use of an AED where the device would not power on for a rescue attempt. No patient or event information was provided, and it is not known if there was an adverse event associated with the use.